Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, there was a noisy surgeon side console (ssc). The tse informed the customer the medical grade power supply (mgps) needed to be replaced and recommended not to use it until it¿s repair. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 8-jun-2022 and obtained the following additional information: the operation was completed as planned. The error was resolved the following day by the fse. No additional information was provided.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the redundant medical grade power supply (mgps). The fse also placed worn grip pads. The system was tested and verified as ready for use. Isi received the mgps involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported complaint. The mgps was installed and tested on a test system. The system started up with noise in fan #2 of the mgps. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system sl0328. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to a ssc issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.